Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed blisters under the lifevest garment. It was reported that the blister had been bleeding, and had scabbed over. The patient's pharmacist recommended a cream for the irritation, and his physician recommended that he remove the device to let his skin heal. Follow-up indicated that the blisters had healed.